Event description:
It has been reported to co that during prep foreign matter was noted in the lumen of this device. There was no patient involvement. The device is not being returned for co's analysis.